Manufacturer narrative:
The insulin pump had button error alarm and no esc and act button response due to flattened button dome switch. No ramping numbers on their own or scrolling bar moving anomaly noted. Device was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the screen bar was scrolling on its own. Blood glucose value was 121 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.